Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 15 mg/ml hydromorphone at a dose of 4.205 mg/day via an implantable infusion pump for non-malignant pain and degenerative disc disease. It was reported that on (B)(6) 2017 the low reservoir alarm occurred and the patient did not get the pump refilled. On (B)(6) 2017 the elective replacement indicator (eri) occurred and sometimes since (B)(6) 2017 the empty reservoir occurred. The managing doctor was not going to refill the pump due to the empty reservoir alarm/time. The patient missed a refill. The rep was wondering how to stop the pump from alarming. No symptoms were reported and no further complications were expected or anticipated.